Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The customer reported the suspected main printed circuit board assembly (pcba) is available for analysis and a return good authorization has been issued. At this time, carefusion has not received the suspected main pcba for evaluation.

Event description:
The customer reported while using the vela ventilator; the unit displays a transducer fault alarm. The customer determined the most likely cause of the reported event is the main printed circuit board assembly. The customer reported there is no patient involvement associated with the event.

Manufacturer narrative:
(B)(4). The carefusion failure analysis laboratory received the suspect main printed circuit board assembly for investigation. An investigation was performed and the reported issue was unable to be duplicated. All transducers passed calibration testing.

Event description:
The customer reported while using the vela ventilator; the unit displays a transducer fault alarm. The customer reported the exhalation pressure transducer failed calibration testing. The issue occurred during patient use, the customer reported the ventilator was swapped with another ventilator. The customer reported there is no patient consequence associated with the event.